Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide - always check that your cartridge has enough insulin to last through the night before going to bed. If you are sleeping, you could fail to hear the empty cartridge alarm and miss part of your basal insulin delivery.

Event description:
It was reported that the customer experienced vomiting due to the cartridge running out of insulin. The customer blood glucose level was 451 mg/dl. A correction bolus was administered with third-party assistance to address the issue.